Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Lead diagnostics shows ventricular short circuit pace/low impedance counts. Ventricular lead warning occurred on 2014-(B)(6).

Event description:
It was reported that the right ventricular (rv) lead warning was triggered and there was suspected insulation damage with low pacing impedance measurements. It was noted the lead remains in use but will be reprogrammed and revised. No patient complications have been reported as a result of this event.